Manufacturer narrative:
The device has not been received by the manufacturer for evaluation, as the problem has cleared itself and customer declined returning equipment for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Issues with the display itself (they had the screen go blank during an insertion and had to re-stick the patient, and are also noticing a general decline in the clarity of the screen).